Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the surgeon, the patient developed a post-operative infection, and was hospitalised and treated with intravenous antibiotics. Additional information has been requested but has not been made available as of the date of this report.